Manufacturer narrative:
Unknown. (B)(4). The access port connector associated with this report has not been returned with the lap-band system by the reporter. Based upon the implant date provided by the reporter, the connector type is either a taper I or a taper ii. Reflux and night cough are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device analysis noted the buckle and band tubing were broken at two locations with striation consistent with surgical end cuts for removal of the device. Performance tests indicate no leakage or blockage at the band. Device labeling addresses the possible outcome of reflux as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures." Device labeling addresses the reported event of delayed esophageal emptying as follows: "serious adverse events considered related to the lap-band system for the us study. (Recorded as of december 2000, 299 patients) % of adverse event patients. Other events associated with these explants were...delayed emptying (7% - 5/75)."

Event description:
Event description states: "band explanted and replaced due to terrible reflux and night cough. Patient had esophagram which showed poor emptying of esophagus."